Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The isi fse replaced the high resolution stereo viewer (hrsv) to resolve the issue with a missing image in the left eye. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the hrsv, but failure analysis evaluation has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted following the completion of the analysis and if additional information is received. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed an error occurred during the surgical procedure that were related to the reported complaint. This complaint is reportable due to the following: the customer converted to another ssc after the start of the procedure due to no image in the left eye of the ssc. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the left eye was black in the surgeon side console (ssc). The caller stated that the image was black when the surgeon sat at the console. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended rebooting the system, but the caller stated that the site was going to continue with the case using the second console. The isi tse recommended to perform a hard reboot on the ssc after the procedure to attempt to resolve the issue. The isi tse viewed logs and noted error 119 on the ssc1. The ssc1 was the affected console (sn (B)(4)). The site was continuing with the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during the case, after the ports were placed. The system functionality was checked upon the system powering on and it initially powered on without any errors. The surgeon was not able to successfully see through the high resolution stereo viewer (hrsv) during the case. This issue had occurred intermittently. The customer was having difficulties with the console they use as the secondary console, so there was no issue completing the case.